Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected. Therefore, the cause of the material remaining in the device could not be determined. The instruction for use states the detection method associated with the event in ¿evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection¿, and preventive measures in the "evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures." The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps proved by the customer and it is unknown if there are deviations from instructions for use (IFU) as the customer did not provide the responses regarding whether there was any delay in the start of precleaning, whether the endoscope was presoaked in the detergent solution, whether there were any abnormalities in the accessories used for reprocessing, and whether the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges . Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope had foreign material in the nozzle and the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.